Event description:
It was reported that the patient received inappropriate shocks. There was oversensing noted on the right ventricular (rv) lead. Of note, during the explant procedure, the physician noted that a possible injury of the insulation by the needle had occurred. The lead was explanted, replaced, and returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks. There was oversensing noted on the right ventricular (rv) lead. Of note, during the explant procedure, the physician noted that a possible injury of the insulation by the needle had occurred. The lead was explanted, replaced, and returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).